Manufacturer narrative:
Correction: section e initial reporter phone number. Additional code added to section h6 patient codes. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The mix proportional solenoid (psol) was returned to medtronic for further evaluation. A visual inspection of the returned part shows no anomalies. The psol was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The psol tested satisfactorily. A review of the ventilators logs indicates that the ventilator generated a background alert and entered into backup ventilation. T was reported that a 980 ¿ ventilator displayed "device not able to operate" high priority alarm and generated a background error code "mix oxygen (o2) flow out of range (oor). The reported issue could not be confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter at the facility and patient information cannot be provided due to the (B)(6) privacy regulations. Device evaluation summary: medtronic conducted an investigation based upon all information received. The medtronic service personal (sp) evaluated the ventilator and identified a relevant diagnostic code in the ventilator logs. The sp identified the oxygen concentration could not be set. The sp ran est (extended self test and sst (short self test). The sp confirmed the reported issue in logs but could not duplicate the issue. The ventilator passed all tests and calibrations at the time of service and was returned to the customer. A review of the ventilators logs indicates that the ventilator generated a background alert and entered into backup ventilation. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, "when reconnecting the circuit after tracheotomy" procedure, a 980 ventilator displayed "device not able to operate" high priority alarm and generated a background error code "mix oxygen (o2) flow out of range (oor)". It was also reported that the oxygen concentration could not be set. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. A review of the ventilators logs indicates that the ventilator generated a background alert and entered into backup ventilation.